Event description:
While using the rongeur during total hip revision arthroplasty it would not close while attempting to grasp tissue, closer inspection revealed that the pin, measuring approx. 1mm x 4mm on the distal end was missing rendering the instrument unusable. Unable to find pin, an x-ray was taken and was found negative for foreign body. The instrument was removed and sequestered.